Manufacturer narrative:
A4 - weight: 239 (units not provided) investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the cadd cleo 90 infusion set kinks easily, which is believed to have caused the line block alarms in the pump after about 2.5 days of wear. The alarms were resolved after changing the infusion set. The patient reported approximately six sites may had issue. There was no patient injury.